Manufacturer narrative:
(B)(4). This complaint is for a report of a connection issue, where the home patient did not connect the heater line correctly and it became disconnected. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device instructs the user to check all disposable set connections for a secure fit before beginning therapy, instructs the user not to attempt to reuse any disposable supplies and warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During troubleshooting of an unrelated alarm, it was reported that the heater bag became disconnected from the cassette line. The event occurred during fill one of four on the homechoice (hc). The hp indicated that the bag was not completely connected to the cassette line causing the bag to become disconnected. The technical service representative (tsr) assisted the hp to end therapy and advised the hp to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.